Event description:
Study event. Device malfunction: stent migration. Time of malfunction: two weeks post-procedure. Symptoms/ae: weakness, difficulty speaking and loss of fine motor skills. Time of symptoms/ae: two weeks post procedure. It was reported that two acculink stents were placed in the left internal carotid artery (lica) in 2007. At the 2 week follow up visit, the patient was experiencing weakness, difficulty speaking, and loss of fine motor skills. Reportedly, the patient has had no further episodes or symptoms. A CT angiography revealed that the more proximal stent appeared to have migrated inferiorly. In between the two stents, there was a 70% stenosis. On 01/16/07, an additional pta stenting procedure of the lica was performed to cover the lesion. No additional information available.

Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.